Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician used a magic1.2fm lot (00563403) with a hybrid007d lot(00568332) guide wire, for a tumour embolisation, the microcatheter was flushed and the guide wire was well hydrated. When the guide wire was up in the external carotid there was a loss of one to one feedback, the physician inspected the torque device and confirmed the torque was well applied. When the physician pulled back on the torque device, there was no movement of the tip of the hybrid007d guide wire in the microcatheter, the physician then noticed that the tip of the guide wire was still in the catheter, confirming that the guide wire broke in the microcatheter. The physician then aspirated at the back of the magic1.2fm and removed the entire system, with half the wire still in the catheter." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #7437 the product analysis was completed by manufacturer balt extrusion. Summary as follows: - we received the defect product in its opened pouch and its secondary packaging; visual aspect: - the hybrid is returned with a magic 1,2fm connected to a 3cc syringe from merit medallion; - the hybrid is not inside the magic; - presence of liquid inside the magic; - a kink is present on the magic; - a lot of fiber are present on the white tube of the magic; - a torker is on the hybrid; - a kink is present on the hybrid; measures: - total length: 1600mm instead of 2200mm (specif); - the 1600mm correspond to the nitinol lenght; - lack of 600mm (inox + spring); the affected device hybrid007d was returned to balt extrusion sas for the investigation. This analysis was based on the manufacturing records for this specific batch and the data issued from our post-marketing surveillance process and the product investigation. During the product analysis we noticed the following points: - the defect product was returned in its packaging; - the hybrid is returned with a magic 1,2fm connected to a 3cc serynge from merit medallion; - a kink is present on the hybrid; - total length: 1600mm instead of 2200mm (specif); - the 1600mm correspond to the nitinol lenght; - lack of 600mm (inox + spring); - the missing part of the hybrid is not stucked inside the magic; several tests are performed during the manufacturing process: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On (B)(6) 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on (B)(6) 2024. Additionally, on (B)(6) 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By (B)(6) 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on (B)(6) 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. Further review of the manufacturing records as well as our post market surveillance system (including complaints) was performed, which can be summarized by the following: review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 00568332 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician used a magic1.2fm lot (00563403) with a hybrid007d lot (00568332) guide wire, for a tumour embolisation, the microcatheter was flushed and the guide wire was well hydrated. When the guide wire was up in the external carotid there was a loss of one-to-one feedback, the physician inspected the torque device and confirmed the torque was well applied. When the physician pulled back on the torque device, there was no movement of the tip of the hybrid007d guide wire in the microcatheter, the physician then noticed that the tip of the guide wire was still in the catheter, confirming that the guide wire broke in the microcatheter. The physician then aspirated at the back of the magic1.2fm and removed the entire system, with half the wire still in the catheter." Incident report form submitted for this complaint indicates that no patient injury was sustained.